Manufacturer narrative:
Internal complaint reference (B)(4).

Event description:
It was reported that, during set-up/inspection of wound treatment, when the carrier was withdrawn, much of the silicone adhesive of a opsite flexifix gentle 5cm x 5m roll removed with the carrier and did not remain on the film. It is unknown how the treatment was done. No delay and no patient injury was reported.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. A visual inspection reported silicone remained on the carrier. The functional evaluation confirmed reduced adherence, establishing a relationship between the device and the reported event. The root cause has been determined as a component failure, the wound contact layer within these dressing can be affected by storage temperature fluctuations as detailed in the IFU. No lot/serial number has been provided, therefore a review is not possible. A complaint history review has found other related events, with corrective action implemented related to the reported event. Smith + nephew will continue to monitor for adverse trends.